Event description:
It was reported that the patient experienced a urinary tract infection (uti). The patient was taking bactrim ds for 7 days starting (B)(6) 2014. A month later, the patient was placed on macrobid. The patient reported a urinary tract infection following bowel resection surgery and catheterization. The outcome was ongoing. The patient had surgery for a bowel resection as a result of exacerbation of familial ademous polyposis. The event resulted in patient hospitalization from (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v571447, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported the patient's stimulation was temporarily discontinued. The device was turned off while the patient recovered from the procedure. The device was not turned off due to an adverse event. The patient was scheduled for a reprogramming (B)(6) 2014. The patient no longer had any complaint of urinary tract infection and the event was resolved without sequelae.

Event description:
Additional information reported the surgical intervention included a laparoscopic hand assisted total abdominal colectomy with ileorectal anastomosis.

Manufacturer narrative:
(B)(4).

Event description:
Review of this MDR and/or additional information received shows the event was not related to the patient&#38112;device, therapy, or implant procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.